Manufacturer narrative:
Concomitant medical products: product ID 8781, serial# (B)(4), product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient who was receiving morphine (unknown concentration and dose) via an implantable pump. Indication for use was non-malignant pain and chronic low back pain. The date of the event was unknown. It was reported the patient had an infection. A catheter revision was performed and the catheters were removed. Patient status was alive - no injury and the issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.